Manufacturer narrative:
Inspected one random opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 128 mg/dl, 132 mg/dl and sensor glucose value was 40 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. Suspend on low limit in sensor settings was 60 mg/dl. Blood glucose value associated with the triggered suspend event was 128 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.